Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service evaluation was performed for the subject device. The customer reported the points were flushed and broken. The repair technician reported the tips of the cutter broke off. Broken cutting jaws are the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the synthes complaint handling unit for additional evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review: lot t997407 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is february 7, 2014. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales consultant was told by a hospital worker that the tips of the small wire cutter 160mm instrument were broken off sometime during the sterilization process outside the or. There was no surgery delay or involvement and no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.